Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) 3 for failure analysis investigation. The unit was analyzed and the reported physical damage was confirmed and replicated. Due to physical damage, no error logs were shown. Upon visual inspection, the acsc was found damaged the would be related to the reported event, confirming and replicating the fault had occurred in the field. The complaint was confirmed by failure analysis.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 3. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that site contacted intuitive technical support engineer (tse) to report that on the back of universal surgical manipulator (usm) 3 by the button, something broke by the screw. Down at the bottom of the arm a piece broke by the screw. There was no report of patient involvement.